Event description:
A customer contacted beckman coulter inc. (Bec) in regards to questioning an erroneously low total thyroxine (tt4) result below the normal reference range of the access total t4 assay (pn 33800 lot # not supplied), generated by the unicel dxi 800 access immunoassay system (with spot b). The customer repeated testing on the sample and obtained a higher result still below the normal reference range of the assay but outside of labeled assay precision limits. Per service records, the customer repeats all "low" total t4 results per their lab's protocol. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Specific patient information has not been supplied to date. Patient samples are collected in lihep plasma sample tubes. Centrifugation information has not been supplied to date. A bec field service engineer (fse) was dispatched on (B)(4) 2011 for this event. The fse has completed some minor hardware repairs and has been performing ongoing troubleshooting to help the customer resolve the issue. During trouble shooting it was determined that the customer is performing testing on expired calibrator materials due to supply issues. A review of the customer supplied data showed the patient result in question was generated using a calibrator curve generated from expired calibrator material. The fse was also able to correlate erroneously low tt4 results to from samples with poor quality and the clot detection function on the instrument was not triggering "clot detection errors" when the fse performed testing on a "dirty sample" that contained fibrin clots. Per the customer complaint record, qc is performing low and outside of the customers established ranges due to the fact they are running on expired calibrator material. High sensitivity system checks were performed by the a bec field service engineer (fse) on (B)(4) 2011 and passed within instrument specifications. Due to several issues, a definitive root cause has not been determined to date for this event.